Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It has been reported by the customer that the trial was broken when the extraction was done with the hammer instead with the extractor.